Event description:
It was reported the stapler was used during a laparoscopic cholecystectomy. The clips would not close properly. Another device was used to complete the case. No patient consequence.